Event description:
Additional information was received that surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patients controller was getting the message "replace generator, the generator has reached its end of service". The patient stated his pain began to return. Surgical intervention may take place to address the issue.